Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; underweight, fold creases. A microscopic analysis was performed which identified; wear abrasion, a curved sharp opening on posterior side in the same location of crease. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.